Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned for evaluation. The device was received; it was inadvertently misplaced, therefore a failure analysis of the device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during use in a right internal carotid artery (ica) in an attempt to stent a carotid cavernous fistula, an otw jostent graftmaster coronary stent graft did not cross the fistula and was unable to be deployed. An additional otw jostent graftmaster coronary stent graft was used and also did not cross the lesion. The fistula was ultimately treated using embolization of the ica with sacrifice. Multiple exchange length guidewires of varying stiffness were used during the procedure. Four days later it was discovered that the patient had a small subarchnoid hemorrhage reportedly caused by one of the unknown guide wires that was used to place the stent and not either graftmaster stent graft. The patient had symptoms of a headache, but otherwise was discharged to home on (B)(6) 2012. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.